Manufacturer narrative:
The events of infection (late onset), drainage and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset), drainage and capsular contracture, baker grade IV.

Event description:
Patient reported left side pain, infection, yellow discharge, and capsular contracture, baker grade IV. Device has been explanted.